Manufacturer narrative:
The customer stated that the cannula had not deployed from the pod. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper cannula placement. If labeling instructions were properly followed, the user would have noticed that the cannula hadn't deployed (which would have been visible through the pod's viewing port) and have deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.

Event description:
The customer reported that her bg levels were "climbing" within three hours of activating a pod (specific readings were not provided, but are assumed to be greater than 250mg/dl). Upon inspection of the pod, it was observed that the cannula was not inserted as it "never deployed from the pod". The pod was discarded and will therefore, not be returned for evaluation.